Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found. Based on the initial report, the infection may be procedure rather than device related.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and was provided with IV antibiotics. The patient was diagnosed with meningitis and the device was explanted. There were no reports of further complications.